Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 32 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent damage was observed on distal strut row 1 & 2. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified a polymer extrusion kink on both the inner and the outer 125cm distal to strain relief. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was compelted and no patient complications were reported.